Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that needle would not aspirate medication and medication was leaking from needle. To aid in the investigation, one sample and one photo were received for evaluation by our quality team. The sample came with no packaging blister, has the plastic shield and is connected to a 3ml syringe. A visual inspection was performed and no defects or imperfections were observed. Before removing the needle assembly from the syringe it was confirmed that it was not fully screwed to the syringe luer. After observing this, the assembly was removed for testing. It was connected to a syringe with saline solution. The solution expelled with normal flow. The needle was not clogged and there was no leakage at the needle assembly-syringe connection. The photo provided shows the sample received. As the material and lot numbers provided were 'unknown,' a device history record review could not be completed. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ needle leaked during use. The following information was provided by the initial reporter: "I am a very happy user of your syringe products as I give myself 3 injections monthly and have never had a mechanical (for lack of better word) malfunction. Thankfully it occurred as I was withdrawing medication or my problem would have been more challenging. I kept withdrawing and fighting with fluid to come out. Finally a little made it to needle and then my hands were greasy with oil of medication all over my hands. Conclusion: needle was faulty and leaking."